Event description:
The patient was admitted to the hospital for removal and replacement of his penile prosthesis secondary to pump not inflating the prosthesis. This prosthesis was placed in 1996. The patient authorized the hospital to dispose of his surgically removed penile prosthesis.